Event description:
It was reported that the patient with a non-(B)(6) device underwent a surgery due to unspecified reasons. No additional information reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).